Event description:
Patient treated for bilateral shoulder pain. Fifteen minute interferencial current electrotherapy treatment. Treatment surged an shock occurred. Treatment intensity was turned down and treatment was continued on left shoulder but not right shoulder. Patient reported going to ER. ER tests were negative.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; shin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.